Event description:
The unit was returned for repair with a note alleging that an employee was burned. It was not reported that the alleged burn required medical intervention.

Manufacturer narrative:
Upon eval of the unit, it was noted that the device only had cosmetic damage with no functional defect reported. Upon attempting to obtain further info from the user facility on the alleged burn event, it was reported that the user facility does not have any record of this event occurring.